Manufacturer narrative:
The device is available to be returned for evaluation. However; it has not yet been received.

Event description:
It was reported by medwatch mw5113282 that a plum 360 generated an occlusion alarm. Upon inspection by the registered nurse (rn), the nivolumab bag was noted to be dry and the air was noted in line beyond the cassette. The pump was removed from service. The pump volume to be infused (vtbi) is correct to bag volume, with no overage. No tubing was retained. The reporter noted that there is a plan to program 10ml less than bag volume to ensure the line does not run dry. There was patient involvement and no harm was reported.

Manufacturer narrative:
The device was not returned. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. R&d engineering acquired a copy of the mednet event/alarm log (eal) report covering the period surrounding the reported incident. A scan of the eal report found occlusion alarms on oct 19, 24 & 31, but none on the reported incident date of nov 01. To cover the nearest / most likely actual occlusion as well as the reported incident date, engineering analyzed the eal report for 10/31 thru 11/01, 2022. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. Post market risk assessment was performed to evaluate the product risk profile as a result of the complaint investigations and concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. Also noted that there are two primary mitigations currently in place: 1)the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. In case the air detection mechanisms do fail, it would help to remove air that entered the fluid path. ICU medical¿s air elimination filter, when added to the delivery set, successfully prevented air from being delivered to the patient.